Event description:
It was reported that the column on the 8800 system intermittently will not go up or down. No pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended. The system was placed back into service.